Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported there was poor telemetry or no telemetry with recharging. There was poor coupling and poor communication. The patient reported his ins recharger (insr) was not charging the ins. The patient initially stated that he was only getting 1 or 2 coupling bars and sometimes no bars for the last couple of weeks. Later in the call the patient stated he has been getting the reposition antenna screen for about 2 weeks. The patient was not able to communicate with another external device. The patient used the patient programmer on the call. It did not power up at first. The patient replaced batteries and the patient programmer showed poor communication. It was reviewed the ins might be in overdischarge. The reposition antenna screen was observed. The patient was redirected to their healthcare provider (hcp) for a physician recharge mode (prm). Additional information was reported that the patient's battery was replaced on (B)(6) 2019. The circumstances that lead to the poor communication and inability to recharge was that the patient's ins battery was dead. The issue has been resolved since replacement. No further information was reported.